Manufacturer narrative:
Product event summary: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months post implant, the right atrial (ra) lead exhibited a low lead impedance alert. The ra lead remains in use. No patient complications have been reported as a result of this event.